Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one used unit and one photo. Visual observation revealed that there was a smooth v shaped cut to the extension tubing in the area slightly below the clear connection of the winged adapter. The reported defect was confirmed. During manufacturing, the tubing can become damaged by damaged tooling. Although it is unlikely that the damage would result in the v shaped cut that was observed. In the user environment, this type of defect can also occur if the catheter comes in contact with a sharp instrument during use. Although the reported issue was confirmed, bd was unable to determine a definite root cause. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system had a hole in the needle that leaked out blood when inserting the IV. The following information was provided by the initial reporter, translated from dutch to english: "the side tube of this needle had a hole through which blood spurted out when inserting the IV."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system had a hole in the needle that leaked out blood when inserting the IV.the following information was provided by the initial reporter, translated from dutch to english: "the side tube of this needle had a hole through which blood spurted out when inserting the IV."